Event description:
A malfunction was reported with a code identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with information on resetting the pump, and after resetting, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support if the issue reappeared, which they acknowledged and understood.